Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in airway. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 19, 2024, and h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging burning odor, visualization of particles in airway related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed no other peripherals or accessories were returned with the device. Device missing sd card and filter. Using aknown good power supply and power cable, pil verified the base unit provided airflow. During external investigation: there is unknown dust/dirt contamination present on all surfaces of the baseunit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The ui keypad is damaged. During internal investigation investigation of the base unit there is unknown debris in the tracks of the ui panel and notes that there are mineral deposits present on the moto casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring there is a piece of plastic that resembles a filter clip present in the airpath underneath the blower motor the unknown dust/dirt contamination and fibers found on the blower casing/ impeller and blower box was inconsistent with degraded sound foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. A keratin like substance was observed around the blower box outlet. The occurrence of a keratin like substance observed around the blower box has been previously addressed, mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. Water ingress has been previously addressed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the base unit and confirms the presence of contamination in airpath and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report. .